Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the right ventricular (rv) lead. Additional testing was performed and the oversensing could not be reproduced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.